Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. One sample was received for evaluation. Based on the reported information, it was not possible to determine which of the reported potential lot numbers were impacted by the alleged device deficiency. Functional testing was performed in order to test for any possible leakage. The unit was pressurized to 300mmhg. After 24 hours, the sample should have retained pressure between 300mmhg and 150mmhg. The sample did not retain the required pressure. This complaint was confirmed. The root cause to the reported issue has been attributed to a supplied component. An in-house 100 percent leak test performed during manufacturing had been implemented after the reported potential lots were released for distribution.

Manufacturer narrative:
Potential lot numbers - 1375586, 2318203, 2520828,2641407, 2731314, 3031202, 3166207, 3277472, 3290524, 3330092, and 3333628. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that air leaked from a medex¿ clear-cuff pressure infusor, and the device does not hold pressure. It was also noted that there were visible cracks on the "light blue plastic part". No injury was reported.